Manufacturer narrative:
A lacrosse balloon catheter, a sion guidewire and a goodman's sheath introducer were used during the index procedure. This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. A cypher stent became caught on the stent struts of a previously implanted stent during delivery to the target lesion. Once the stent reached the lesion, the balloon was inflated and it ruptured below nominal pressure. Another balloon was used to post-dilate the stent successfully. The patient was admitted with a 99%, de novo, moderately calcified lesion in the distal right coronary artery. The vessel was moderately tortuous. The mid right coronary artery had been previously treated with a dura flex bare metal stent. The lesion was pre-dilated before a 3.0 x 28mm cypher select plus stent was being delivered to the target lesion, but it became caught on the stent strut of the bare metal stent at the mid right coronary artery. The physician changed the size of the guiding catheter to an 8f and managed to deliver the stent using the vibration technique. When the balloon was inflated to 6atm, it ruptured. The rupture was confirmed by decreasing pressure of the inflation device. Therefore, the stent delivery system was retrieved from the patient and post-dilation was conducted to further dilate the stent. The procedure was successfully completed and there was no patient injury reported. The physician did not indicate any anomalies prior to use. One non-sterile cypher select + 3.00 x 28mm was received coiled in two plastic bags. No stent was received. The balloon was observed already inflated and a balloon burst was observed. A kink was observed in the inflation lumen at 14.7cm. This condition on the inflation lumen could be related to the way the unit was sent for analysis. Functional analysis was performed, according to dp 12169733. A guide wire of 0.14" was inserted in to the unit and water was injected using a deflator device. A leak was observed at the proximal side of the balloon. Crossing profile was not performed because the stent was not received. Sem analysis was required. The results showed that the balloon internal and external surfaces exhibited evidence of damage (abrasions and splits) near the tear edge. The exact cause of the balloon leak could not be conclusively determined. The marker band exhibited no anomalies. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure "balloon burst" was confirmed. The exact cause of the failure reported by the customer could not be determined. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics (calcification and tortuosity) and procedural factors (tracking through another stent) may have contributed to this event. Neither the DHR review nor the product analyses suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
A cypher stent became caught on the stent struts of a previously implanted stent. Once the stent reached the lesion, and the balloon was inflated, it ruptured. The patient was admitted with a 99%, de novo, moderately calcified lesion in the distal right coronary artery. The vessel was moderately tortuous. The mid right coronary artery had been previously treated with a dura flex bare metal stent. The lesion was pre-dilated and a 3.0 x 28mm cypher select plus stent was delivered to the target lesion, but it became caught on the stent strut of the bare metal stent at the mid right coronary artery. The physician changed the size of the guiding catheter to an 8f and managed to deliver the stent, using the vibration technique. When the balloon was inflated to 6atm, it ruptured. The rupture was confirmed by decreasing pressure of the inflation device. Therefore, the stent delivery system was retrieved from the patient and post-dilation was conducted to further dilate the stent. The procedure was successfully completed and there was no patient injury reported. The physician did not indicate any anomalies prior to use.